Event description:
On july 14 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was testing in memory mode. The complaint was classified based on customer care advocate (cca) documentation. The patient claimed that the meter issue occurred on (B)(6) 2015 at 08:00am. The patient manages her diabetes with metformin and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient claimed that ¿a couple of hours¿ after the alleged issue occurred she developed symptoms of ¿dizzy and nausea¿ and that at 11:30pm on (B)(6) 2015 she was treated in an emergency room with IV fluids. During troubleshooting the cca noted that when the patient was educated on the correct testing procedure, the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient received medical intervention from a healthcare professional for a blood glucose excursion, after the alleged meter issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.